Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. The instrument was tested on an in-house system and successfully passed the recognition and engagement tests. It demonstrated intuitive movement with a full range of motion in all directions and passed energy delivery testing across various grip orientations. The instrument also passed the electrical continuity test and was confirmed to be fully functional. A visual inspection revealed that the grip cable was frayed. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that prior to the start of a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the 8mm maryland bipolar forceps instrument's tip would not properly maneuver. The procedure was completed with no reported patient injury.